Manufacturer narrative:
A ge rep evaluated the system and replaced a defective high voltage cable. System operates as intended. Ge rep was unable to duplicate the uncommanded x-ray problem.

Event description:
It was reported that the system continued to make x-rays after the x-ray button was released. The system was rebooted, and the collimator iris closed. The system needed to be rebooted again.